Manufacturer narrative:
The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of axium coil that coil loop into the parent vessel and difficulties during placement. The patient was undergoing coiling treatment of an unruptured saccular aneurysm measuring 4 mm x 3 mm located in the left ica. The patient's vasculature was normal in tortuosity and blood flow was also normal. The access vessel was 4 mm in diameter. It was reported that the physician wanted to treat a wide neck aneurysm located in the internal carotid artery. There was double catheter technique used and three coils were successfully implanted through both catheters. During the advancement of the fourth reported implant coil into the aneurysm, higher resistance was experienced while pushing the end of the coil into the aneurysm. It was not possible to push the last 1 mm of the coil into the aneurysm, so the physician detached the implant coil with the instant detacher and carefully removed the pushwire without any problems. The implant coil did not get pulled back into the microcatheter. The physician then took the next medtronic coil and wanted to push the coil into the aneurysm and also felt high resistance and it was not possible to bring the coil into the aneurysm. The coil was completely removed, and the physician wanted to replace the medtronic catheter with non-medtronic guidewire but saw that part of the already implanted coil was in the distal part of the catheter, so an attempt was made to push the coil back into the aneurysm, but it was impossible. The other catheter was removed, and a non-medtronic balloon catheter was placed. The balloon was inflated and attempted to push back the coil into the aneurysm with a guidewire and now the coil was a little more into the aneurysm. The microcatheter was pulled back carefully and the coil was observed to be coming out of the microcatheter. Between the distal marker of the catheter and the proximal part of the coil was a gap around 5 mm. A non-medtronic stent was inserted through the balloon to further protect the vessels distally. The stent was only opened halfway and then the phenom 17 catheter was pulled back. At this point, the implant coil came halfway out of the aneurysm and then the connection between the implant coil and the catheter was broken. The catheter was pulled out of the patient and another same catheter was inserted in the high of the coil. A stent retriever was used to catch the implant coil and the implant coil was caught between the stent retriever and the catheter after three attempts. The stent and the whole coil were removed from the aneurysm and pulled out of the patient¿s body. The implant coil was observed to be stretched when it was outside the body. Due to the aneurysm not being completely occluded, a non-medtronic microcatheter was used to finish the coiling procedure with four non-medtronic coils. Final control angiography showed that all the vessels were open, and the patient is doing well.

Manufacturer narrative:
Additional information h3. Device evaluation, device returned. Device evaluation the axium coil was returned to medtronic for analysis. As received, a mini stent retriever with a stretched axium implant coil was found at the distal tip of a catheter. Analysis found that axium coil was detached, stretched and damaged with the polypropylene filament broken. Based on the device analysis, the report of "coil stretch" was confirmed. The suspected or most likely cause of the event is that the axium became damaged/stretched upon removal from the patient with the stent retriever. However, device analysis was unable to confirm the reports of ¿difficult placement/positioning¿ and "coil loop in parent vessel". In regards to the report of "difficult placement/positioning", the suspected or most likely cause of the event is catheter tip under stress or catheter kick back. However, this information was not reported to the manufacturer. In regards to the report of ¿coil loop in parent vessel¿, the investigation determined that there was insufficient information to determine the cause of the event. The initial reporter did not provide images/video for review. Thus, the cause of the incident could not be confirmed and investigation determined that there was insufficient information to determine the cause of the incident. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.